Event description:
Per (B)(4) adverse event report, this patient presented to the hospital with a hematoma. The hematoma was successfully evacuated the same day and the system remains implanted. Should additional information becomes available, this event will be updated. Lumax 340 hf-t, (B)(4), MDR-1028232-2010-01920. Linox td 65/18, (B)(4), MDR-1028232-2010-01923. Setrox s 45, (B)(4), MDR-1028232-2010-01921.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.